Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to the third-party service center for evaluation. During the evaluation of the device, no foam particles were noted in the airpath, yet foam degradation was noted. However, the device failed the f1 with verify uut negative flow test during final testing. The device's board was replaced to address the issue. Additionally, the patient¿s complaint was confirmed, and the device was corrected. The unit works within parameters, and the software has been updated.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.